Event description:
It was reported that the patient experienced discomfort and loss of stimulation coverage in the groin area. The patient underwent a procedure wherein one of the leads was replaced. The patient was doing well postoperatively, and the explanted lead was kept by the medical facility.